Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that high capture thresholds and poor sensing were observed. It was noted that the lead was pulled back. The lead was explanted when repositioning was unsuccessful.